Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized however, it was reported that the patient was "receiving treatment" with unspecified medication for peritonitis. The cause of peritonitis and action taken with pd therapy were unknown. At the time of this report, the patient has not recovered from the event. The reporter declined to provide additional information.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical college. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.